Event description:
It was observed during the device evaluation that the colono videoscope exhibited an e315 error (scope error). There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.